Manufacturer narrative:
The device remains in use and was not available for evaluation. The submitted log file showed pump power, estimated flow, and average pi ranging from 4.7 to 6.7 watts, 4.2 to 8.4 lpm, and 2.7 to 8.1, respectively. Beginning on (B)(6) 2017, pump power increased from the 4.7 to 5.8 range to the 5.4 to 6.7 range, but otherwise remained stable. No other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. A direct correlation between the device, and the reported elevated ldh could not conclusively be established through this evaluation. Additionally, although an elevation in pump power was confirmed through the submitted log file, a specific cause could not conclusively be determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2016, the patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. It was reported that on (B)(6) 2017, the patient's lactate dehydrogenase (ldh) level was elevated to 636 u/l from a baseline of 300 to 400 u/l. The system controller log file also showed the pump power was trending upwards. It was reported that the patient was started on a bivalirudin infusion. The patient¿s ldh level decreased from 636 u/l before the bivalirudin infusion to 462 u/l during the infusion. On (B)(6) 2017, it was reported that the patient had not been weaned from bivalirudin and a pump exchange was being considered. No further information was provided at the time of this report.